Event description:
It was reported that the customer experienced a past low blood glucose event. The lowest blood glucose level reached was unknown, displayed simply as "low." Cause was not known. The customer consumed carbohydrates to address the issue. Technical support reviewed pump logs and confirmed the pump's control-iq was functioning correctly. The customer was advised to consult their healthcare provider to discuss potential impacts on blood glucose and acknowledged understanding of the advice.